Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event ad the laser was successfully verified prior the treatment. No technical root cause was identified as the product was found to be within specifications. The contributing factors of could be sterilization of instruments, surgical techniques, pre and post-operative medications. (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported a patient with trace diffuse lamellar keratitis in the right eye one day post lasik. The patient was given a topical steroid eye drop to use six times a day until seen in follow up. Additional information provided. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.